Event description:
A customer observed lower than expected vitros gent proficiency results on a vitros 5600 integrated system. A value of 5.7 g/ml was obtained from proficiency sample t67 versus the expected value of 8.3 g/ml. A value of 9.2 g/ml was obtained from proficiency sample t68 versus the expected value of 14.0 g/ml. A value of 9.7 g/ml was obtained from proficiency sample t70 versus the expected value of 15.3 g/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros gent proficiency results were obtained on a vitros 5600 integrated system. The investigation found no evidence to suggest that an instrument malfunction contributed to the event. Acceptable results were obtained using the same vitros gent reagent lot when the proficiency samples were repeated at a later date. The investigation was unable to determine a definitive root cause. However, an issue with the vitros gent reagent, the fs diluent pack 2, or improper sample handling could not be ruled out as potential contributing factors. Ocd has received no related customer complaints for vitros gent lot 1512-07-1283 to suggest a product issue. The root cause of this event is unknown.